Event description:
Following implant, the pt developed a seroma,the size of a "goose egg". The pt had also had increased pain in her tail bone area since surgery. The pt returned to the clinic for a visit on (B)(6) 1999 and fluid collection was noted in the pump area. The area was aspirated. The pt was seen again and exploration was recommended. The pt had pump exploration on (B)(6) 1999 and no pump or catheter issue was noted; she was seen on (B)(6) 1999 for a post-op visit and was recovering well without any issues. The device system was used to deliver ziconitide (10 mcg/ml).

Manufacturer narrative:
(B)(4).